Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B30427) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed e-sure". The patient's previously administered products included for an unreported indication: sprintec. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy- birth - no complication."). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, migration on the right 5 coils were - visualized. On the left 0 coils were visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B30427) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed e-sure". The patient's previously administered products included for an unreported indication: sprintec. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy- birth - no complication."). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, migration on the right 5 coils were - visualized. On the left 0 coils were visualized. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, other relevant history, lot number was added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B30427) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed e-sure". The patient's previously administered products included for an unreported indication: sprintec. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy- birth - no complication."). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, migration on the right 5 coils were - visualized. On the left 0 coils were visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy- birth - no complication.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, device ineffective, pregnancy- birth - no complication, migration were added. Patient information and new reporter were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.